Manufacturer narrative:
Our quality engineer inspected the photographs and sample submitted for evaluation. Your report that the needle perforated the catheter was confirmed and the cause appeared to be associated with use. Three photographs were provided for investigation, which showed a 22g insyte autoguard device with the needle protruding through the side of the catheter tubing. The sample exhibited evidence of use, which indicates that the needle was likely withdrawn from the IV catheter and reinserted into the catheter after the vessel was accessed. The instructions for use (IFU) indicate to not reinsert the needle into the catheter during the insertion process as damage may occur. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.

Event description:
It was reported that bd insyte autoguard needle pierced the catheter. The following information was provided by the initial reporter: I am reporting the following event that occurred on (B)(6) 2025. 22g piv catheter torn through by needle, causing a failed attempt on pt due to the catheter not being secured around needle. Seems to be manufacturing error during placement of catheter on IV needle.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Correction: material/lot # information was clarified/verified and updated in the complaint.